Event description:
Reports while driving their manual wheelchair while under power with a smartdrive device with switch control buttons. Reports when pressing the switch control to stop, claims the device started to slow down but then sped up and continued under power. This reportedly caused the end-user to panic and turn the wheelchair where they impacted a wall. No serious injuries were received as a result of this event.

Manufacturer narrative:
Report claimed after pressing the switch control button to disengage the drive motor of the smartdrive, the unit started to slow but then increased speed and continued to drive. The end-user reported having panicked and steered the wheelchair into a wall. Report claims after impacting the wall they pressed the button again and the drive motor stopped. The end-user stated they were not seriously injured as a result but suffered some general soreness to the right side of their body. The end-user stated this event was the only time the switch did not disengage drive, and they are currently using the switches with no cases of recurrence. With the information provided, permobil was unable to confirm a product failure having occurred, and without any return product to evaluate, permobil is unable to reach a determination as to possible root cause without speculation. A review of the device history record from the date the device was manufactured was performed which noted that this device was not involved in manufacturing quality non-conformance. The device met all quality criteria prior to its release.